Event description:
Received mandatory user facility report. It was reported that the pt was transferred to this hosp with multi system failure after prolonged lumbar spine surgery. Unable to anticoagulate pt for medical reasons, a g2 filter system was placed in the vena cava by the radiologist five days after the surgery. A CT scan taken eight days after filter implant showed the filter in place in the inferior vena cava. Six days after the CT scan, the pt arrested. Resuscitation attempt was unsuccessful. When the autopsy was performed, the filter was found at site of iliac vein tear.

Manufacturer narrative:
H10. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process, and the qc testing. This lot met all release criteria. The filter has not been returned for eval to date. It is unk if the resuscitation attempts contributed or caused this event. The autopsy report is not available as of this date. The results of the investigation are inconclusive and the root cause is unk. The info for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.